Event description:
After the patient event, the customer replaced the lifeband and then the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR " message. The customer was unable to clear the error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.